Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on unknown date due to low blood glucose level 40mg/dl. Customer stated that they lost their transmitter while they had low blood glucose level. Customer had confusion during hypoglycemic event. It was unknown that auto mode feature was active at the time of incident. Customer wanted to know that how to get new sensor. Customer was unable to troubleshoot for low blood glucose level. Insulin pump will not be returned for analysis.